Event description:
It was reported that guidewire fractured at the tip inside the patient. This v-14 control wire was selected for dilatation of dialysis shunt in the arcus palmaris superficialis. The vessel was 80% stenosed with severe calcification and moderate tortuosity. During the placement of this guidewire through the stenosis, when the physician pulled back, the tip broke. A snare was used to try to remove the guidewire, however it was only partially able to be explanted and a portion remains implanted. No patient complications were reported, and the procedure was not able to be completed.

Manufacturer narrative:
Device eval by manufacturer: this product was not returned for analysis, as the device was disposed of by the physician. An x-ray was submitted for review that confirmed the distal end of the guidewire was detached/separated from the rest of the device.